Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported to customer service that the twister line at spot where the lines are manually twisted for access flow disconnected from attachment point of the blue venous line during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility supervisor stated a blood leak occurred 2 hours and 31 minutes after initiation of treatment. The patient's blood was not returned and the estimated blood loss was 300-600ml. The patient was utilizing a fresenius 2008t machine and fresenius dialyzer. No damage was noted at the connection site prior to treatment. Unspecified damaged was noted on the combiset after the reported issue. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The set was available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported to customer service that the twister line at spot where the lines are manually twisted for access flow disconnected from attachment point of the blue venous line during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility supervisor stated a blood leak occurred 2 hours and 31 minutes after initiation of treatment. The patient's blood was not returned and the estimated blood loss was 300-600ml. The patient was utilizing a fresenius 2008t machine and fresenius dialyzer. No damage was noted at the connection site prior to treatment. Unspecified damaged was noted on the combiset after the reported issue. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The set was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to customer service that the twister line at spot where the lines are manually twisted for access flow disconnected from attachment point of the blue venous line during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility supervisor stated a blood leak occurred 2 hours and 31 minutes after initiation of treatment. The patient's blood was not returned and the estimated blood loss was 300-600ml. The patient was utilizing a fresenius 2008t machine and fresenius bloodlines. No damage was noted at the connection site prior to treatment. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The set was available to be returned for manufacturer evaluation.